Event description:
Customer reported the panorama central station's server shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Unit is currently being evaluated at the company's repair center.